Manufacturer narrative:
Sections with additional information as of 31-mar-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation most likely underlying root cause: mlc-018: user has high glucose value note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result is 240 mg/dl and expected pm non-fasting blood glucose test result is 300 mg/dl. The customer reported symptoms of dry mouth, feeling dizzy and off balance and having a headache; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 5/19/2024 and open vial date is one month ago. The meter memory was reviewed for previous test result history: result 1 : hi, date: (B)(6), time: 02:05 pm, non-fasting. Result 2 : hi, date: (B)(6), time: 04:52 pm , non-fasting. Result 3 : hi, date: (B)(6), time: 04:53 pm , non-fasting. Result 4 : hi, date: (B)(6), time: 04:41 pm , non-fasting. Result 5 : hi, date: (B)(6), time: 04:41 pm, non-fasting.